Event description:
Rptr called pharmacy to report having problems with companion pump. Stated they filled bag with 700cc (yironex) at 8pm with pump set at 30 cc/hr; at 2am was awakened by pump beeping then it shut off; she found bag to be empty of formula. Stated pt did have large emesis during night. Mother further stated that pump has been inaccurate quite a bit but never this much. Rptr stated pt was asleep at present and they had resumed feedings by gravity, giving small amouts periodically. Mother denied any recent emesis (1300).